Event description:
It was reported that the patient presented for a device change out due to normal eri. Externalized conductors were observed via fluoroscopy. No electrical anomalies were noted. The lead remains implanted.